Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by a cloudy effluent. The pt was not hospitalized for the peritonitis event. The pt was treated with vancomycin and another unspecified antibiotic (dose, route and frequency not reported). On an unreported date, retraining on proper aseptic technique was provided to the pt. It was reported ¿within 2 weeks the pt was recovered." Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date in (B)(6) 2013, the pt experienced peritonitis. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up will be submitted.